Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to patient pain. During the revision, the omni stem, neck, and head were revised. The size 4 stem and neck were revised to a paragon stem size 7 and the 36mm x -3.5mm cobalt chrome head was revised to a 36mm x +0mm ceramic head.